Event description:
It was reported the pacer was dropped and now does not work properly. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper and lower cases are broken and corroded and the output connectors are damaged. Analysis also found the battery release is contaminated, one side bail cover is broken, lead flex cover is corroded, three case screws are missing, battery contacts are compressed, battery drawer is contaminated and broken, keyboard is scratched, and heart lead flex is damaged. (B)(4).